Event description:
It was reported that a patient underwent a transvaginal total hysterectomy+pelvic floor reconstruction+anterior vaginal wall repair with biological patch implantation+posterior vaginal wall repair procedure on (B)(6) 2025 and suture was used. During the transvaginal total hysterectomy+pelvic floor reconstruction+anterior vaginal wall repair with biological patch implantation+posterior vaginal wall repair surgery, it is necessary to suture the surgical site. During the suture process, the doctor experienced several instances of suture breakage, and the instrument nurse continuously replaced the suture. This situation seriously delays the surgical process and increases the risk of surgical infection. Immediately replace the suture with a new batch number for use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there any adverse consequences associated with the patient? - did the patient experience a surgical infection? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - what is the current status of the patient? - it was reported that "the doctor experienced several instances of suture breakage", how many devices demonstrated the alleged deficiency? - could you kindly provide the product code and lot number, please? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.